Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain patient weight.

Event description:
It was reported the ipg was inoperable. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications, resolving the issue.